Event description:
The customer reported via phone call indication that the insulin pump had a calibration error. Customer's blood glucose was 59 mg/dl. The customer stated that she is getting sensor error and calibration error in her device. The customer was unable to troubleshoot tor calibrations error because it was tied to a faulty transmitter. The patient treated low blood glucose with apple juice.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.